Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they obtained a sensor error message upon scanning the adc device. The customer felt hypoglycemic and received treatment of orange juice from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that they obtained a sensor error message upon scanning the adc device. The customer felt hypoglycemic and received treatment of orange juice from a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Dq260 was observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The watermark was observed at the base of the tail indicating the sensor being properly inserted. All pertinent information available to abbott diabetes care has been submitted.